Event description:
It was reported that during a right ventricular lead revision the right atrial lead (ra) was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments, analyzed, and no anomalies were found. However, the distal conductor was distorted, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), proximal conductor fracture due to overstress, the outer tubing overlay was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, all insulators were torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, the lead was stretched, and there was apparent explant damage.